Event description:
Basilar artery aneurysm [cerebral arterial aneurysm] resulting in intracranial hemorrhage. Case description: an ophthalmologist reported a 57 year old woman died of an intracranial hemorrhage due to a basilar artery aneurysm following administration of healon on nov. 2, 1999. On october 26, 1999, healon was administered to treat low intraocular tension that resulted from a traumatic eye injury with anterior chamber hemorrhage. She went home following treatment with healon. That evening she returned to the emergency room and was found to have intraocular pressure of 60 mmhg. Mannitol was administered. Shortly thereafter, she became unconscious. Computed tomography revealed intracranial hemorrhage. On october 27, 1999 magnetic resonance angiography concluded it was aneurysm-pseudo (basilar artery aneurysm). The reporting physician indicated that he did not believe the event was due to any of the patient's medications or surgical procedures, but family had accused him of wrongdoing. Upon follow-up from the reporting physician, approximately 0.1 ml of healon was left in the eye to raise the intraocular pressure. He believes the patient's intraocular pressure was probably approximately 30-40 mmhg since the original measurement was taken by an inexperienced resident in the emergency room. He also indicated that "resterilized" healon (not resterilized by the manufacturer) was used in this patient, despite the fact it was labeled for single use. The healon was sterilized using ethylene oxide, which is known to interact with healon. The patient's family believes the death was due to the use of the resterilized healon or the elevated intraocular pressure. This case was brought before an investigative group and neither the physician nor healon were found to be involved. Case comment: basilar artery aneurysm can be explained by atherosclerosis. It can also be congenital and has been associated to the drug. This is a clinical event in which underlying disease provide more plausible explanation. The purpose of case reports is to generate signals of potential drug-related problems. Cases are reviewed to ensure that any actions necessary to continue to provide for patient safety are undertaken and to meet requirements by regulatory agencies. Although reasonable attempts are made to obtain what information is available, review must often be done on the basis of incomplete and perhaps conflicting data. For any given report, there is no certainty that the drug caused the event as it cannot be proven definitively from data available that a pharmaceutical product or ingredient is the cause of an event. Submission of a report does no constitute an admission that the manufacturer or product caused or contributed to the event.